Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus inside the pump. The device was returned assembled. The driveline was severed approximately 2 inches from the pump housing. The severed portion of the driveline was not returned. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet port. Portions of the sealed outflow graft and the sealed outflow graft bend relief were returned for analysis. The bend relief was secured in place with a sealed outflow graft bend relief collar; the sealed outflow graft was attached to the outlet elbow; and the outlet elbow was returned attached to the pump outlet port. Evaluation of the device confirmed the presence of thrombus inside the pump. The outlet stator revealed a pink, soft deposition situated between the outlet bearing ball and the stator blades. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor. Although a specific cause for the formation of this deposition and a time frame for which it was present in the pump could not be determined, it could have potentially contributed to the report of elevated lactate dehydrogenase (ldh). Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. It should be noted that visual examination of the driveline (dl) revealed a breach to the insulation of the orange wire approximately 0.5 inches from the pump housing. The orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted from (B)(6) 2017 to (B)(6) 2017 for elevated lactate dehydrogenase (ldh) due to pump thrombosis. Patient was treated with heparin and integrilin. At the higher dose, the patient developed bright red blood per rectum (brbpr) and mouth ulcers, so the integrilin was stopped. Gastroenterologist did not see an obvious source of bleeding. The patient¿s ldh was elevated to 1024 u/l. Pump exchange to another manufacturer's device occurred on (B)(6) 2017. No additional information was provided.